Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting elevated thresholds and decreased sensing measurements. Therefore, a revision procedure was performed and the lead was removed from service.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. The insulation on the proximal segment, at the distal end showed melted; most likely from electro-cautery damage. Anode and cathode coils both were extremely stretched and at the end of stretcing, both coils showed evidence of a fracture. Several deformations were noted in the coils observed on the distal segment of lead. All damages observed on the lead body were most likely a result of the explant procedure.